Event description:
Event description guidant received information that during the device replacement procedure, this right ventricular lead was surgically abandoned, due to impedence >3000 ohms and intermittent loss of capture at 3.5v.